Event description:
It was reported to philips that the system's monitor was not displaying, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and found that the monitor was not displaying. Upon troubleshooting, the fse inspected the system and found that the 5v dc power supply was defective. To resolve the issue, the fse replaced the 5 volt dc (direct current) power supply. The defective 5 volt power supply with in/output cables was returned to philips for failure analysis, and the cause of the 5 volt power supply with in/output cables failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the 5vdc power supply by the field service engineer resolved the reported issue, and the system's functionality was restored. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.